Event description:
The manufacturer's field service engineer (fse) reported during servicing, the fse observed the backup battery depleted and would not charge back up. There was no patient involvement.

Manufacturer narrative:
Failure investigation (fi) lab received the power supply assembly for evaluation. Visual inspection of the returned power supply assembly revealed no signs of damage or contamination. Fi technician installed the power supply assembly into the fi test ventilator and performed operational tests. No failures were identified. Fi technician run the power supply assembly for approximately 4 hours or operation and the unit remains operation with no errors. The root cause for the reported problem could not be determined due to no problem found.